Event description:
It was reported that the patient developed an infection and was treated with antibiotics. Device remains implanted. Patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.